Event description:
It was reported that an unspecified malfunction alarm occurred after the pump got wet. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy. Cts confirmed the shipping address and provided instructions to place the pump into storage mode before returning it. The caller understood and acknowledged the instructions to return the pump using a prepaid label within ten days.